Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages with multiple cartridges during the load process. Reportedly, the cartridges were filled with approximately 250 units of insulin. Subsequently, the customer reported that the residual air was not being removed from the cartridge before filling it. Prior to calling tandem technical support, the customer had loaded a new cartridge successfully. There was no impact to the customer's blood glucose level.